Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte night aligners, patient reported that they had their 6-month dental cleaning and their dentist found 2 teeth that had broken and multiple cavities from aligner wear. They will need to have the 2 teeth removed because of exposed nerve.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.